Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that a catheter replacement was performed. The doctor and sales representative could not identify any leaks or breaks in the existing catheter while it was in place or ex vivo. The physician placed a new 8780 and attached to the pump. He was able to aspirate from side port and posterior placement was noted. It was undetermined the cause of the catheter issues. The issue resolved with a new catheter placed. They would know more about therapy efficacy after several months as doctor makes adjustment to dosage. Additional information was received from the company representative (rep) reporting that the catheter was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8578 serial # (B)(6); implanted: (B)(6) 2025; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial#: (B)(6), ubd: 21-nov-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl of an unknown concentration at an unknown dose rate via an implantable pump. A physician assistant (pa) reported that the patient has not done well with pump therapy historically with a previous brand and after replacement with the manufacturer¿s device. The patient reported lack of pain relief, and not feeling well. The medication had been changed in the past, but they were planning to change the medication again on 2026-mar-18. The physician assistant also sent patient for a dye study on (B)(6) 2026. At this side port study, the physician accessed the side port and easily aspirated over 2 ml of cerebrospinal fluid (csf). They then injected some contrast. Flouro was used to visualize the pump site, then moved to follow the path of the catheter. At an unknown level of the spine, a pool of contrast was seen. The physician remarked that it was the tip of the catheter. However, the company representative could see a line that appeared, like a catheter above this area. Flouro was used to follow this line up to level t8 where the catheter actually terminated at its tip. Contrast was visualized around the tip. They came back down to the lower level, and it was undetermined if the area of contrast grew when more volume of contrast was administered. The physician removed needle and programmed a priming bolus to fill the cap and catheter. The patient was monitored in post anesthesia care unit (pacu) and was sent home. The physician and pa discussed the dye study results and planned to proceed with a medication change. They were also considering a catheter replacement to rule out that as a potential issue as the dye study was inconclusive. The physician remarked that they were not sure if the dye was leaking out of a break or just cascading down from the tip. The csf flow was unusual. Factors that may have led or contributed to the issue were unknown. The issue was not resolved as of 2026-mar-11. The implanted catheter was of brand flowonix of an unknown implant date and a model 8578 catheter was attached in the pump pocket. The date of implant and serial/lot number of the flowonix catheter were unknown. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient's medical history was unknown. Additional information was received from a healthcare provider via a company representative on 2026-mar-26. The onset or date of events regarding the patient having not done well with pump therapy, lack of pain relief, not feeling well, unusual csf flow, and possible leaking seen regarding a dye study was unknown. It was further noted that the pa was unable to recall the specific date other than it dates back to when the patient had a previous pump. Further diagnostic tests/troubleshooting performed to resolve the issue were unknown. A catheter break and leak and/or leak at the location of the catheter tip were not confirmed. The cause of the catheter issue / unusual csf flow, possible dye leaking from the catheter, not having done well with therapy, lack of pain relief, and not feeling well was undetermined. The event including unusual csf flow, possible dye leaking, not having done well with therapy, lack of pain relief, and not feeling well was not resolved. A catheter replacement was scheduled to occur on (B)(6) 2026. The company representative indicated that they would try to obtain the full catheter if explanted.